Manufacturer narrative:
Submit date: 04/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that during use on a patient, the alarm did not occur after feeding. No patient harm.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo joey pump was performed for the reported condition of; the unit¿s alarm did not occur after feeding. The unit was triaged and the complaint could not be confirmed. Kangaroo joey pump was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.